Manufacturer narrative:
The device was not returned for analysis. Unused sterile devices were returned from the account, which were inspected and functionally tested with no anomalies. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E3 - occupation.

Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the prostyle device experienced a cuff miss [suture retrieval issue] with resistance upon removal. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 20f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3 - date of event estimated . Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.